Event description:
It was reported that the insulin pump had a screen that was difficult to read even with the light on. The customer stated that he just started on saline in his insulin pump and was not sure whether he would be able to continue its use. He advised that he would discuss the issue with a diabetes care manager. He declined to provide the blood glucose reading. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.